Event description:
Reportable based on device analysis completed on 09-sept-2018. It was reported that a tip was broken. The 90% stenosed target lesion is located in a moderately tortuous and moderately calcified mid right coronary artery. A 7f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the device failed to cross the lesion upon advancing and that the tip of the device was damaged but not separated. The procedure was completed with a different device. No patient complication reported. However, device analysis revealed a partial separation of the collar. Device was evaluated by MFR.: the device was returned for analysis and was noted to be bloody. Microscopic and tactile inspection of the hypotube, collar, distal shaft and tip were done. Inspection revealed a partial separation in the collar, collar damage (lifting/bent), kink in distal shaft located directly at the distal edge of the collar, and tip damage (misshapen/abrasions/notched). The damage to the device is consistent advancing in difficult anatomy. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.